Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy there was a post operative leak. Patient injured. Extension of the surgery time and re-operation necessary. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information below: on (B)(6) the patient was admitted for laparoscopic sleeve gastrectomy under general anesthesia. The operation went fine with unremarkable result. She was transferred to ICU for post operative care for 24 hours and was started with the following medications: tridil 50mg +40ml ns at 0.5ml/hr, risek 40 mg IV every 24 hours, heparin 7.500 iu sc every 12 hours. Perfalgan 1 gram IV, tramal 100 mg prn q 6 hours and danestron 4 mg IV every 12 hours and with intermittent pneumatic venous foot pump. She was apparently well, vitally stable and afebrile. She was instructed about the proper usage of incentive spirometry. She was doing fine and vitally stable hence she was subsequently transferred to regular ward for continuation of care. On her 4th hospital day she was discharged with stable vital signs and in good condition. Home medications are as follows: nexium 40mg/tab 1 tablet twice daily for 6 weeks, clexane 40 iu sc twice daily for 4 weeks and paracetamol 500 mg tab to be taken as needed. She was apparently well until 2 days from the date of discharge, (B)(6), she again presented to emergency department due to chest tightness radiating to her back and neck accompanied with change in color of urine. She looks dehydrated, pale and relatively ill-looking. She was admitted again in regular ward for IV resuscitation and observation. Chest xray, abdominal ultrasound done which revealed normal findings. She was referred to chest physiotherapist and pulmonologist for further evaluation and management. She was continued on nexium 40 mg IV q12, clexane 40 iu sc q12, avalox 400mg IV od, and perfalgan 1gm IV q 6 prn. Patient gradually improved in her medical condition and was discharged home after 1 week of her hospital stay. On (B)(6), about 6 days from her date of discharge, she again presented to emergency room with complain of abdominal pain, nausea, anorexia, and persistent vomiting of previously ingested clear fluids. On examination she is febrile, dehydrated, ill-looking, pale and with tenderness on her epigastric area and pain on the suprapubic area allegedly related to her dysmenorrhea. She was again admitted for IV medications, IV anti-emetic and IV pain control. She gradually improved and free from symptoms on her 5th hospital day, then was discharged. On (B)(6), she was again brought to ER with complain of abdominal pain associated with nausea vomiting and generalized weakness. Abdominal CT scan was done and showed leak with collection in left sub-diaphragmatic area. Patient was taken for diagnostic laparoscopy and about 80 ml of thick pus drained and a small staple line disruption was found about 3-5cm from esophago-gastric junction. A feeding jejunostomy was established for the patient and drain was left in the abscess cavity. Now, patient is stable and tolerating feeding through her fj tube. Plan is to evaluate her radiologically after one month and act according to the findings.

Manufacturer narrative:
(B)(4).

Event description:
Post-op leak identified on (B)(6) 2016. Symptoms: halitosis. Diagnosed with infection. There was tissue damage. There is a perigastric hematoma collection and leak around it.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two surgical videos. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, a medical assessment by medical affairs, and an evaluation of the surgical video. Inspection of the video did not reveal definitive evidence of a root cause for the reported condition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.